Event description:
It was reported by the hospital, the following event, "removal of osteosynthesis material further breakage of a 5.0 axos periprosthetic screw; breaks in the plate thickness. Device implanted the (B)(6) 2012".

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke was confirmed. It was reported that the device had been implanted on (B)(6), 2012, and the explantation was reported with an event date of (B)(6), 2013, indicating an implantation time of 20 months. No additional information regarding the patient file was available. Hence, neither information on the use and placement of the device, nor data regarding the patient, e.g. Healing of the patient bone or patient weight, could be evaluated. Therefore a definitive root cause could not be determined. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
It was reported by the hospital, the following event, "removal of osteosynthesis material further breakage of a 5.0 axos periprosthetic screw; breaks in the plate thickness. Device implanted the (B)(6) 2012".

Manufacturer narrative:
Device will not be returned.